Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported her glucose monitor was not connecting with her insulin pump. She turned the insulin pump off and restarted it. Troubleshooting was performed and the customer's blood glucose reading was not being obtained by the insulin pump, despite the correct meter ID being in the pump. The customer was transferred to troubleshoot the meter. Her blood glucose was 46 mg/dl. Nothing further was reported.